Event description:
It was reported to philips that the battery was not being recognized by the device. It was noted that the device displayed a red x in the rfu indicator coincident with a chirping notification at the time of the failure. There was no reported patient or user involvement and no adverse patient/user impact.